Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 208mg/dl. Customer also reported blood glucose levels of 419mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with stripped battery cap coin slot. The insulin pump was monitored and no blank display or black display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin communicated properly with glucose sensor simulator and display, the sensor feature is working properly. No lost sensor or calibration error was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.